Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall, prompting repeated restart prompts that recurred several times after approximately ten-minute intervals until a dry run to 50 units and a full supply change were performed, after which the alert did not recur; the user was using a contact detach infusion set with provided lot details for infusion set and connector, and the cartridge was prefilled. Symptoms included no reported adverse clinical effects. Outcomes included no interruption in therapy after supply change and successful resolution of the alert during the call. Investigation included guided troubleshooting, a dry run, and a complete supply replacement. Investigation of this case revealed that the alert was consistent with consecutive stalled motor behavior and that the issue resolved after replacing disposables, which suggested a supply or connection-related contribution rather than a persistent pump motor failure. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or supply-related factors that led to transient motor stall alerts, resolved by supply replacement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.